Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified intracardiac. A 3.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, during the first inflation at 4 atmospheres for 3 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications and injury reported.